Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: neither coil can be located/coils cannot be found') in a 27-year-old female patient who had essure (batch no. 626155,625641) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included drug hypersensitivity, multigravida and parity 5. Concurrent conditions included irregular periods. Concomitant products included loratadine (ratadine) since 2015, loratadine, pseudoephedrine sulfate (claritin-d allergy), paracetamol (tylenol) and ranitidine hydrochloride (zantac) since 2015. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2008, the patient experienced abdominal pain lower ("cramping"), heavy menstrual bleeding ("heavy bleeding with blood clots, abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced nausea ("nausea"). In 2012, the patient experienced rash ("rashes or skin conditions type: rash"). In 2013, the patient experienced genital haemorrhage ("heavy bleeding"), pelvic pain ("pelvic pains / constant pain in pelvic area") and back pain ("back pain"). In 2016, the patient experienced abortion spontaneous ("first miscarriage"). In 2017, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnant with essure") and experienced dyspareunia ("pain during intercourse") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, abdominal pain lower, back pain, vaginal haemorrhage, rash, nausea, allergy to metals, dysmenorrhoea and abdominal pain outcome was unknown and the pelvic pain, heavy menstrual bleeding and dyspareunia had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, allergy to metals, back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, nausea, pelvic pain, pregnancy with contraceptive device, rash and vaginal haemorrhage to be related to essure. The reporter commented: second pregnancy / miscarriage under essure captured in case (B)(4) and another pregnancy/ miscarriage under essure was captured in case number (B)(4). Essure insertion date provided as (B)(6) 2008 (pfs). She did not claim that essure worsened a previously existing injury/condition. She did not allege that essure caused birth defects. Plaintiff received treatment for nickel allergy, nausea. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion (coils properly placed). Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain lot number: 625641 manufacture date: 2007-08 expiration date: 2009-07. Lot number: 626155 manufacture date: 2007-10 expiration date: 2009-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2021: mr received. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: neither coil can be located'), abortion spontaneous ('first miscarriage'), pregnancy with contraceptive device ('pregnant with essure') and genital haemorrhage ('heavy bleeding') in a 27-year-old female patient who had essure (batch no. 626155,625641 ) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included drug hypersensitivity, multigravida and parity 5. Concurrent conditions included irregular periods. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), loratadine (reattained) since 2015, loratadine, pseudoephedrine sulfate (claritin-d allergy) and ranitidine hydrochloride (zantac) since 2015. On (B)(6) 2008, the patient had essure inserted. In june 2008, the patient experienced allergy to metals ("nickel allergy"). In july 2008, the patient experienced abdominal pain lower ("cramping"), menorrhagia ("heavy bleeding with blood clots, abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In october 2008, the patient experienced nausea ("nausea"). In 2012, the patient experienced rash ("rashes or skin conditions type: rash"). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pains / constant pain in pelvic area") and back pain ("back pain"). In 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2017, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced dyspareunia ("pain during intercourse"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, abdominal pain lower, back pain, vaginal haemorrhage, rash, nausea, allergy to metals and dysmenorrhoea outcome was unknown and the pelvic pain, menorrhagia and dyspareunia had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, allergy to metals, back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, rash and vaginal haemorrhage to be related to essure. The reporter commented: second pregnancy / miscarriage under essure captured in case (B)(4) and another pregnancy/ miscarriage under essure was captured in case number (B)(4) essure insertion date provided as (B)(6) 2008 (pfs) she did not claim that essure worsened a previously existing injury/condition. She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion (coils properly placed). Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain lot number: 625641 manufacture date: 2007-08 expiration date: 2009-07 lot number: 626155 manufacture date: 2007-10 expiration date: 2009-09 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: neither coil can be located'), abortion spontaneous ('first miscarriage'), pregnancy with contraceptive device ('pregnant with essure') and genital haemorrhage ('heavy bleeding') in a 27-year-old female patient who had essure (batch no. 626155,625641) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included drug hypersensitivity, multigravida and parity 5. Concurrent conditions included irregular periods. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), loratadine (ratadine) since 2015, loratadine, pseudoephedrine sulfate (claritin-d allergy) and ranitidine hydrochloride (zantac) since 2015. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2008, the patient experienced abdominal pain lower ("cramping"), menorrhagia ("heavy bleeding with blood clots, abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced nausea ("nausea"). In 2012, the patient experienced rash ("rashes or skin conditions type: rash"). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pains / constant pain in pelvic area") and back pain ("back pain"). In 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2017, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced dyspareunia ("pain during intercourse") and abdominal pain ("abdominal pain"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, abdominal pain lower, back pain, vaginal haemorrhage, rash, nausea, allergy to metals, dysmenorrhoea and abdominal pain outcome was unknown and the pelvic pain, menorrhagia and dyspareunia had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, allergy to metals, back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, rash and vaginal haemorrhage to be related to essure. The reporter commented: second pregnancy / miscarriage under essure captured in case (B)(4) and another pregnancy/ miscarriage under essure was captured in case number (B)(4) essure insertion date provided as (B)(6) 2008 (pfs) she did not claim that essure worsened a previously existing injury/condition. She did not allege that essure caused birth defects. Plaintiff received treatment for nickel allergy, nausea. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion (coils properly placed). Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain. Lot number: 625641 manufacture date: 2007-08 expiration date: 2009-07. Lot number: 626155 manufacture date: 2007-10 expiration date: 2009-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Event: abdominal pain were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: neither coil can be located'), abortion spontaneous ('first miscarriage'), pregnancy with contraceptive device ('pregnant with essure') and genital haemorrhage ('heavy bleeding') in a (B)(6)-year-old female patient who had essure (batch no. 626155, 625641) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included drug hypersensitivity, multi gravida and parity 5. Concurrent conditions included irregular periods. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), loratadine (ratadine) since 2015, loratadine, pseudoephedrine sulfate (claritin-d allergy) and ranitidine hydrochloride (zantac) since 2015. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2008, the patient experienced abdominal pain lower ("cramping"), menorrhagia ("heavy bleeding with blood clots, abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced nausea ("nausea"). In 2012, the patient experienced rash ("rashes or skin conditions type: rash"). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pains / constant pain in pelvic area") and back pain ("back pain"). In 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2017, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced dyspareunia ("pain during intercourse"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, abdominal pain lower, back pain, vaginal haemorrhage, rash, nausea, allergy to metals and dysmenorrhoea outcome was unknown and the pelvic pain, menorrhagia and dyspareunia had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, allergy to metals, back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, rash and vaginal haemorrhage to be related to essure. The reporter commented: second pregnancy / miscarriage under essure captured in case (B)(4) and another pregnancy/ miscarriage under essure was captured in case number (B)(4) essure insertion date provided as (B)(6) 2008 (pfs). She did not claim that essure worsened a previously existing injury/condition. She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion (coils properly placed). Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain. Most recent follow-up information incorporated above includes: on 08/27/2019: pfs received: lot number, new events-" vaginal bleeding, rashes, migration of essure device location of device: neither coil can be located, nausea, nickel allergy, dysmenorrhea", reporters, patients dob, medical history, concomitant condition and drugs were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.